Event description:
This stent could not be released during surgery. Therefore it was withdrawn and a stent fracture was noticed.

Manufacturer narrative:
The technical investigation of the returned stent delivery system revealed that the stent is partially released and the distal stent fragment is missing. The retractable outer shaft has buckled in the stent area at several locations. The inner shaft was found ruptured approximately 3mm distal to the metal tube where the knife is mounted on. The handle was reassembled and the partially released stent could be released during analysis. According to the received information, no stent parts remained in patient. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations, no material or manufacturingrelated root cause could be identified.